Event description:
It was reported that the customer experienced a sore as a result of using the device. The patient had been using the device for several months prior to this event. The injury is requiring a primary dressing every two days. The device was in place for 6 days. It was removed without the use of alcohol gel. The placement of previous devices was alternated between legs.

Manufacturer narrative:
The sample was not returned. The lot number was not provided therefore the device history record could not be reviewed. (B)(4).